Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up with the physician's office determined that the device was replaced due to early battery depletion. It was also determined that the patient has several leads and uses the device at a high level. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.